Event description:
This was not an equipment failure but it was reported that the system does not always recognize the syringes when they are installed. Medrad stated that there is a software revision that will correct this but it is not being handled as a recall because not all systems are affected.